Event description:
It was reported that during a laparoscopic case, the bulb module of the lightsource blew out. Allegedly, this occurred near the end of the case, so another unit was not necessary to complete the case.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.